Manufacturer narrative:
A software crash occurred during the memories reading. This issue can be resolved by a new interrogation. There is no patient risk.

Event description:
The pacemaker interrogation has been aborted for unknown reasons.

Event description:
The pacemaker interrogation has been aborted for unknown reasons.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.